Event description:
The device reportedly displayed a constant connect electrodes message when the device was attached to the pt. The combination electrodes were replaced and the connect electrodes message continued to be displayed. A backup device was obtained and treatment was continued. The patient's outcome and details were not reported.